Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 134 mg/dl. Customer stated that the act button got stuck during the bolus process. The insulin pump was exposed to moisture in the form of sweat while being worn inside the bra. Advised that the insulin pump will be replaced.